Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during atrial lead revision, inappropriate therapy due to oversensing of noise was observed on the rv lead. Lead was capped and replaced.